Event description:
It was reported the intraocular lens (iol) was removed due to a capsule tear that was not associated with the iol. A vitrectomy was performed and an anterior chamber lens implanted without complication.

Manufacturer narrative:
The intraocular lens was received cut in half with one broken haptic. The physician confirmed the lens did not cause the capsular tear. The results of our investigation reasonably suggest this report is not manufacturing related. The iol met all manufacturing specifications prior to release.